Event description:
It was reported that there was a "popping" sound coming from the c-arm of the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned and regreased the x-ray tube candle sticks. The system was tested and found to be working as intended and placed back into service.